Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and it was found to have a loose grip cable at the grip hub. Additional observation(s) : the main tube was broken at approximately 35.03mm from the distal tip. No material is found to be missing. The proximal clevis is dislodged was a result of the break. The probable root cause of a loose grip cable is a broken main tube. The probable root cause of broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of dislodged proximal clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
Refer to h11 for follow-up information.